Manufacturer narrative:
Other, other text: device evaluation: one device sample was returned. The sample was received in decontaminated condition without its original packaging was reviewed. Visual inspection, the sample contained a cut in the spiral tube, no further damage or discrepancies were detected that would prevent the sample from functioning properly. Based on evidence and investigation, the complaint allegation was determined that the unit had been damaged after it left smh facilities. No actions are required since the defect does not correspond to the manufacturing process.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A sample was received for evaluation. Sample was received decontaminated without the original packaging. The sample was visually inspected under normal conditions of illumination to detect conditions that could cause functional issues. During visual inspection, the sample was cut in the spiral tube, no further damage or discrepancies were detected. During functional testing, the spiral tube was pull tested. The central part of the tube was placed in the pull test by placing a fragment in the upper part and one in the lower part in order to pull both sides and generate force since the sample received contained the defect in the central part. The spiral tube was separated with a force (although this test is not part of the normal manufacturing process), it was performed with the intention to know how much force is required to break the spiral tube from the middle. It required a high amount of force to break the spiral tube. The failure mode reported was not confirmed; the sample was damaged after it left thew manufacturing facility. No corrective action was taken as the defect does not correspond to the manufacturing process.

Event description:
Information was received regarding a cadd administration set. It was reported that the device IV line was broken in the coiled segment. There was no obvious reason for the breakage. The line was collected for evaluation to ascertain the reason for failure. A new line and a new bag were attached. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.